Event description:
It was reported that the review of the electrogram (egm) for atrial tachycardia/atrial fibrillation (at/af) episodes revealed that the patient's right atrial (ra) lead exhibited far r over-sensing which resulted in inappropriate mode switch. No intervention or changes were reported and no patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.